Event description:
It was reported the right ventricular epicardial lead threshold and pacing impedance drastically increased. The lead was explanted. A replacement epicardial lead was attempted and acceptable threshold were unable to be obtained. The lead was not used and the physician elected to implant two screw-in leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.